Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).h6: event problem and evaluation codes - additional

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed due to 0 vdc. Share logs data was received for evaluation but does not reflect the full investigation window. The probable cause could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.